Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported that when the pod was removed from the site, the pod's cannula was found bent and not inserted into the infusion site properly. As treatment, the patient self-administered insulin and applied a new pod.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks.